Manufacturer narrative:
Visual inspection of the returned tibial component identified some slight scratching on both the proximal and distal surfaces. There is no indication that bone cement adhered to the distal surface. Device history records were reviewed and no deviations or anomalies were found. This device is used for treatment. The package insert states that "loosening or fracture/damage of the prosthetic knee components or surrounding tissues" is an adverse effect. This is therefore a known inherent risk of the procedure. A product history search revealed no additional complaints for the related part and lot combinations. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the pt was revised due to a loose tibial component.